Manufacturer narrative:
(B)(4). After battery installation, the insulin pump powered up with an illegible partial display due to a cracked lcd screen. Unable to perform the displacement test due to the display anomaly. The insulin pump was received with a minor though prominent scratch on the lcd window. The user can easily see the display underneath. Also the middle (enter) keypad button is cracked. Finally the keypad overlay is scratched enough that its finish has rubbed off above the up keypad button. Did not note any cracks in the battery compartment or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had crack on the back along battery side. No harm was required during medical intervention. The insulin pump will be returned for analysis.